Event description:
As reported by the user facility: reports argatroban infused in 4 hours instead of 6.5 hours. Rate was supposed to be 7.68 ml/hr. Drug library use and rate programmed correctly. Pump, tubing, and bag sent to biomed.

Manufacturer narrative:
(B)(4). B. Braun medical inc., is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report# (B)(4). The MFR's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed. The software version on this pump is g03.